Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remained implanted. The complaints for valve migration and paravalvular leak are unable to be confirmed due to unavailability of the medical report/ imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, there was difficulty inflating the balloon and possibly the inflation volume was not completely pushed through during the valve deployment, which could potentially result in an under-expanded valve. If the valve frame was not fully expanded, this might have contributed to the reported valve migration. Additionally, the valve was post-dilated to reduce the resulting paravalvular leakage, it further suggests that the valve was initially under-expanded. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the valve migration. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, the deployed valve migrated towards the ventricle. Valve migration can compromise the seal between the valve and the native annulus, potentially leading to a paravalvular leak as reported. Additionally, under-expansion of the valve might create improper sealing between the thv and annulus, possibly leading to pvl. As such, available information suggests that procedural factors (thv migrated, under-expanded valve) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during the initial implant procedure, there was inflation difficulty during use of the commander delivery system where the surgeon appeared to struggle getting the last few cc's inflated into the valve due to physical strength, and then the balloon was immediately deflated without counting to 5. Interventionist had to assist surgeon with getting all volume into the balloon. The patient was brought back on post operative day 9 since the valve had migrated into the left ventricle causing perivalvular leak (pvl) and hemolysis, and the valve was post dilated. Mild leak was noted post procedure. The patient was discharged and then brought back for worsening pvl after 1.5 months. The patient underwent a valve-in-valve procedure due to moderate perivalvular leak through open cells. A second 26mm sapien 3 ultra valve was placed resulting in no pvl. The patient was doing well.